Event description:
Acutely hot knees, painful knees, swollen knees. Information was received on 08 january 2007 via a published abstract entitled "prospective comparison of sodium hyaluronate and hylan g-f 20 in a clinical practice: comment on the concise communication by martens "arthritis & rheumatism, 50 (5) , 1695-1700 (d. Brown, e. Wood, h. Hannah, v. Rao, d. Teanby). The abstract described results from an unblinded study of patients with osteoarthritis of the knee, who received treatment with either hyalgan (sodium hyaluronate) or synvisc, based on the physician to whom the patient was referred, to evaluate the safety and efficacy of hyalgan and synvisc in patients with osteoarthritis of the knee in an orthopedic practice. A series of synvisc injections were administered once weekly over a period of three weeks as described in the prescribing information. On an unspecified date in 2004, approximately 6 months after the start of the trial, 4 patients were hospitalized after receiving synvisc: case 3 of 4 presented with acutely hot knees, painful, swollen knees with a clinical picture resembling that of septic arthritis. (Refer to manufacturer report numbers synv-16636, synv-16637 and synv-16639 for information regarding the other 3 patients.) The reaction occurred after the second injection of the planned 3-injection course. The patient was admitted to the hospital for arthrocentesis, but the clinical pattern was subsequently recognized and the patient returned home without undergoing arthrocentesis. The symptoms were alleviated in approximately 4 days with rest, ice and oral inflammatory medication. No crystals were seen on microscopy of aspirated fluid, cultures were negative, and a high cellular infiltrate with a predominance of neutrophils was seen. The authors summarized that the reactions as usually occurring after at least 2 injections of synvisc, within 72 hours of an injection, were similar to clinical findings for septic arthritis but with negative results on synovial fluid culture, an absence of crystals, and presence of elevated cellular infiltrate and generally required medical intervention. The basis for these reactions to synvisc were not determined, but the authors suggested the possibility of an immune response to a component of the hylan g-f 20 (synvisc). One of the 4 patients who experienced a pseudoseptic reaction was found to have serum antibodies to chicken proteins and hylan, but not to hyaluronan.